Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lung cancer surgery, while detaching the lung tissue, the green button was pressed and the handle was squeezed but the staple would not come out from the reload and the device did not fire. Another reload was used to complete the case. There was no patient injury.